Manufacturer narrative:
Based on the claim against the product by the customer noting picture flipped 90-degrees to the left, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has received the endoscope instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that when the endoscope was engaged in the arms, the picture flipped 90-degrees to the left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and did not receive any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the complaint regarding picture flipped 90 degrees to the left was not confirmed by failure analysis. No error was found in log and at quality assurance plan (qap). The endoscope passed the edt testing. Image is good in both eyes. Endoscope has bearing friction issue. Visual inspection found cable has integrity issue. The probable root cause of the reported event cannot be determined based on the information provided and failure analysis results. The failure analysis investigations and in-house testing of the returned endoscope revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.